Event description:
Additional information: it was reported that the healthcare provider (hcp) was turning the pump down since november because insurance was not paying for refills. The patient was switching to oral medication. The patient had called the hcp in advance because it was time to get their oral medications refilled. The patient went 5 days without the oral medications. The patient experienced withdrawal because they not getting any medication other than the 10 percent of their normal dose from the pump. The withdrawal occurred the first week of (B)(6) 2013. The patient was very sick with diarrhea and vomiting. The patient experienced withdrawal for 7 days. The patient was then dismissed from the hcp and was not able to reschedule an appointment. There were still scabs at the implant site. The patient saw another hcp who wanted to turn the pump off and have the patient start alcohol treatment. The oral medication the patient was taking was morphine sulfate and dilaudid.

Event description:
It was reported that the pump had "not worked since he put it in." The patient had been dismissed by his physician because the physician did not take the patient's insurance any longer. The physician had turned down the patient's pump drug dose 30% at three different appointments over the course of three weeks, and the patient's drug dose was running at 10%. The patient purposely missed his fourth appointment in (B)(6) 2012 where the physician was going to remove the remaining drug and replace it with saline. The physician had prescribed the patient oral medications to counter any withdrawal the patient might have; however, the patient did not pick up his oral medications. The patient believed that this was why he was being dropped by his physician. The patient had gone into "full blown" withdrawal on (B)(6) 2013 and experienced diarrhea, puking, and sweating. On an unknown date, the patient saw his primary care physician, who was able to prescribe the patient with oral medication. The patient reported that he still has scab on the incision site, two years after the pump was implanted. The oral medication that the patient was prescribed was 240.4 mg of hydromorphone, kadian of 50 mg, and 240 mg baclofen. The patient was also reported to have clonazepam (2 mg/3 times a day) and ambien. The patient was concerned about pump recalls issued by the FDA and requested information regarding the recalls. The patient reported to being in worse shape now that the pump drug dose had been reduced to 10% despite the "copious amounts of oral drugs." The patient was scheduled to see another physician on (B)(6) 2013. The pump was infusing baclofen and hydromorphone.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709, lot# j11273r58, implanted: (B)(6) 2003, explanted: unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that after the patient was dismissed by his doctor he was referred to pain clinic where he was treated like a ¿junkie¿. The doctor was going to titrate the patient off all medications and turn the pump down. The patient decided he did not want him as his doctor as the doctor had a year old file and not the patient¿s current chart. The doctor did not know of the patient¿s recent diagnosis of leukemia. The patient underwent chemotherapy and the oncologist insisted that the baclofen be taken out of the pump ¿because of what it did in my blood¿ such as bruising and blood clotting. The patient believed the last pump refill was ¿a couple of months ago¿ at which time the baclofen was taken out of the pump. The patient stated that the pump was titrated down a couple months ago and they were starting to experience lower back pain again. The patient described the pain as ¿shooting, sharp pains like electricity shooting; I feel like I¿m back 13 years ago¿. The patient¿s next pump refill was scheduled for (B)(6) 2014. The device system currently delivered only dilaudid.